Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was intact with the pusher assembly and kinked approximately 4.0 cm from the distal end. During functional testing, the ruby coil met extreme resistance upon attempting to advance the kinked area of the embolization coil out of the introducer sheath. Conclusions: evaluation of the returned device revealed the embolization coil was kinked. This damage likely occurred due to forceful manipulation of the ruby coil during use. The kinked embolization coil likely contributed to the resistance experienced by the physician. The px slim mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through a px slim delivery microcatheter (px slim), the physician experienced resistance. After several unsuccessful attempts to advance the ruby coil through the px slim, the physician removed the coil and completed the procedure using new ruby coils and the same px slim. There was no report of an adverse effect to the patient.